Event description:
It was reported that during a device change out procedure the header of the implantable cardioverter defibrillator (ICD) became detached from the device. It was noted the physician did not use increased force during the procedure. The existing lead was cut off and removed with an extraction tool. The patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the header was completely separated from the device case. This confirmed the clinical observation of a weakened header bond. The medical adhesive stayed on the header. There was dried body fluid contamination in the cavities for the header anchors. This indicates that the header was loose while the device was implanted. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a device change out procedure the header of the implantable cardioverter defibrillator (ICD) became detached from the device. It was noted the physician did not use increased force during the procedure. The existing lead was cut off and removed with an extraction tool. The patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system and no adverse patient effects were reported.